Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 186mg/dl. The customer stated that he had a staph infection and the sores that he has are causing him to be more sensitive to insulin. Troubleshooting was performed. The time and date on the insulin pump were correct. However, the alarm history revealed several alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.